Event description:
It was reported that the ventilator unit was not triggering breath pip, the device rises to maximum only; does not decrease. No patient injury or adverse affects were reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the front panel bowed above the manometer due to a disconnected manometer cover. The manometer is near out of spec. A minor dent was found on the housing at the top right. Functional testing found continuous flow was present and is intermittent. Demand functions work as intended when there is no continuous flow. Positive end expiratory pressure (peep) is measuring high at max, causing a high pressure alert. Replaced the input manifold assembly and reset peep to correct the customer reported problems. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: no patient involvement. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received via email 30-aug-2022. Event occurred during preventive maintenance. No patient involvement.